Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb cable wires were exposed. Customer's blood glucose was 335 mg/dl. Reportedly, customer changed the cable.